Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a "leak in the posterior aspect where the port connector attaches to the tubing" of the lap-band system. First noticed when "the patient felt no restriction." The port and tubing were explanted and replaced.